Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the inner package for a 5mm x 18mm palmaz genesis on aviator plus stent delivery system (sds) was found torn. Additionally, there was damage to the outer packaging, and the sterility of the device was compromised. The device was never used in the patient and a non-cordis device was used as a replacement. There were no reported patient injuries. This was during a renal artery stenting procedure. The device was stored per the instructions for use (IFU). The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the inner package for a 5mm x 18mm palmaz genesis on aviator plus stent delivery system (sds) was found torn and the sterility of the device was compromised. Additionally, there was a fracture and breakage to the outer packaging causing the outer package to lose its seal. The device was never used in the patient and a non-cordis device was used as a replacement. There were no reported patient injuries. This was during a renal artery stenting procedure. The device was stored per the instructions for use (IFU). The device was returned for evaluation. A non-sterile ¿blue/aviatorplus 5x18/142p pkg¿ was received coiled inside of a clear plastic bag. The product was unpacked to perform the product evaluation. The inner package and the outer box were not returned for analysis. A thorough inspection was performed observing that the unit does not present any damage. The struts on the stent of the proximal edge are presenting an uplifted condition. However, when reviewing the manage sample image, the damage is not seen. Therefore, the damage occurred after the device was returned and is most likely a result of decontamination and/or shipping. The balloon arrived deflated, and the stent is not expanded. No other outstanding details were observed. The reported ¿packaging/pouch/box frayed/split/torn inner package¿ and ¿packaging/pouch/box frayed/split/torn outer box¿ could not be verified as the packaging was not returned for analysis and no images of the reported torn packaging were provided. Therefore, the exact cause of the reported events cannot be determined. Based on the information available for review, and product analysis, it is not possible to determine what factors may have contributed to the issue experienced by the customer. According to the instructions for use, which are not intended to mitigate risk, ¿do not use if the inner package is opened or damaged.¿ the information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the inner package for a 5mm x 18mm palmaz genesis on aviator plus stent delivery system (sds) was found torn and the sterility of the device was compromised. Additionally, there was a fracture and breakage to the outer packaging causing the outer package to lose its seal. The device was never used in the patient and a non-cordis device was used as a replacement. There were no reported patient injuries. This was during a renal artery stenting procedure. The device was stored per the instructions for use (IFU). The device will be returned for evaluation.